Manufacturer narrative:
During further investigation of the suspect meter regarding the error 5 messages, it was found that the strip area of the meter was damaged by mishandling. Several contacts were bent and the front of the strip area was damaged by a sharp object. Further testing was not possible with this meter in its current state.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4).. The result from a doctor's coaguchek xs plus meter at 07:00 am was 2.4 inr. The result from the coaguchek xs meter at 09:00 am was 1.7 inr. There was no adverse event. The therapeutic range was 2.0 ¿ 3.0 inr. The patient's meter was received for investigation and appeared undamaged and clean on the outside. The meter was measured with the relevant retention test strips (lot 128022-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter: marcumar 3: 2.2 inr. Marcumar 4: 3.6 inr. Retention strips/customer meter: marcumar 3: error 5. Marcumar 4: error 5. Error 5 generally occurs when the applied sample volume is insufficient. Generally, this is caused by a handling error or by meter contamination. It is also known that slight irregularities of test strip composition can trigger the inbuilt failsafe-mechanisms of the test strip and thus can cause error messages. Such irregularities are isolated events that are observed occasionally during production. Relevant retention test strips (lot 128022-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.